Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00745. The pt received an scs system including two percutaneous leads from different lots on (B)(6) 2011. It was reported that the pt experienced a sudden loss of stimulation. Diagnostic test revealed invalid impedance measurements for all contacts on one of the pt's leads. From further interrogation via x-ray it appeared that the lead had become disconnected from the ipg. Surgical intervention was undertaken in an attempt to reconnect the lead; however, it was discovered that the impacted lead was fractured. As such, the device was replaced. No further complications were reported. The explanted lead was retained by the medical facility.